Event description:
A customer reported that during an intubation using a glidescope core smart cable, the display on the connected glidescope core 10-inch monitor turned green and fuzzy. When the handle was moved to insert the blade into the patient's mouth, the display shut off. Subsequently, the screen returned to the main page and showed a "camera not connected" message. No delay in the procedure, use of a backup device, or harm to the patient was reported.

Manufacturer narrative:
The customer's glidescope core smart cable is not expected to be returned to verathon for evaluation, therefore the cause could not be determined. Review of complaint history for the reported glidescope core smart cable serial number did not identify any previous complaints reported to verathon. Trending analysis for glidescope core smart cables does not identify any trends exceeding acceptable limits. Verathon confirmed that the risk associated with the hazardous scenario has been adequately captured and characterized per the system risk assessment. Corrective action is not required at this time. Verathon will continue to monitor for trends.